Event description:
The customer reported that while in vitrectomy mode, a 24v system failure message displayed and they were unable to proceed with the procedure. They reprimed the system twice and the same thing happened again. The doctor switched to a manual method to complete the case. This delayed the procedure about 30 minutes. The customer confirmed that a posterior capsule tear had occurred, but the cause was not provided. The following two cases were cancelled.

Manufacturer narrative:
A company service representative examined the system and replaced the vitrectomy pump. He then rechecked the system parameters, and verified that the system met specifications. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 09/28/2007.